Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini continued to display the ¿apply sample¿ icon when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter issue began on (B)(6) 2013 around dinner time. The patient manages her diabetes with insulin (self adjuster). It is not known if the patient made any changes to her usual diabetes management regimen after the alleged meter issue began. The patient denied developing symptoms; however, reported that later that evening she obtained a result ¿over 500 mg/dl¿ when she tested on another device. The patient claimed she contacted her hcp who advised her to take more medicine. At the time of troubleshooting, the cca noted that the patient was able to test successfully with the subject meter. The alleged meter issue could not be replicated at the time of troubleshooting.. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.